Event description:
Leakage from the tubing near the patient connector of the uv transfer set after 80 days of use. The affiliate reports no patient injury or medical intervention as a result of the incident.